Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to the patient becoming slightly more incontinent. The physician suspected that the increased incontinence was due to the age of the patient; however, a second cuff was implanted along with the existing one. There was no additional patient complications reported.

Manufacturer narrative:
D6a is an approximate date of 20 years ago, the device was implanted.